Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During functional testing, the generator produced high output and high rf leakage. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: biomed received high output on cut 5 (46.9 watts) and high rf leakage (161). Biomed was using a fluke r303 analyzer and does not have a o-scope for retesting cut 5. Investigation conclusion: the reported issue was not confirmed for high rf output, but was confirmed for rf leakage. The generator passed functional testing and all rf power outputs are within product specifications. There was an indication of high rf leakage observed on cut settings 3 and 5 due to a defective rf controller circuit board. If information is provided in the future, a supplemental report will be issued.

Event description:
During functional testing, the generator produced high output and high rf leakage. There was no patient involvement, therefore patient information is not applicable.